Event description:
On 2/19/99 rptr used hy-tape brand adhesive tape on her right breast to hold in place a slipping tissue expander. It was medically necessary to do so until her second surgery in april. The same evening she experienced difficulty breathing. The next day the tape started coming off. When she looked, there were blisters on her skin. When removing the tape, her skin came off and was oozing and blistering. It was a latex allergy. There was no warning on the tape label.